Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse called and reported that "the patient's heart stopped and the patients implantable cardioverter defibrillator (ICD) did not do any good to the patient." The caller also stated that they were is disappointed with the device and the caller went on to state that they are not sure if the reason of the patient passing is because of the device. Follow up was conducted and the cause of death was provided as: natural causes, congestive heart failure (chf).